Event description:
During an unknown endoscopic procedure, the physician used a cook hemospray endoscopic hemostat. It was reported that the hemospray was able to spray; however, partway through the procedure, spraying became impossible. It was assumed that the catheter had become clogged, so it was replaced with a new one, but the device still could not spray, and hemostasis could not be achieved. A section of the device did not remain inside the patient¿s body. Clipping and hemostatic forceps were used to achieve hemostasis. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section e: phone: (B)(6). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. Nonconformance's that could potentially be related to the complaint were contained in the associated DHR. The nonconformance documentation supports the affected device(s) were dispositioned appropriately prior to release of this lot. There is no evidence nonconforming product was released for distribution. In an effort to heighten awareness of the potential connection of the customers report to the current manufacturing processes production personnel were notified. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Manufacturer narrative:
Section e: phone: (B)(6). Investigation evaluation: the product said to be involved was returned in a clear plastic bag. A lot number was not provided with the returned device. Our laboratory evaluation of the product said to be involved confirmed the report based on the condition of the returned device. Not all components were included in the return (only one catheter returned). The returned catheter had a darkened powder buildup within the distal end. A kink was noted in the proximal section of the catheter, just distal to the catheter label. The device was returned with the on/off switch in the "on" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Powder was noted within the device nozzle. The device did not spray as returned. The co2 cartridge did not audibly discharge upon deactivation and was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was present and in the correct orientation (slits facing the red activation knob). When tested with a new co2 cartridge and activation knob the device sprayed as intended without the provided catheter attached. When the provided catheter was attached and spraying was attempted powder briefly exited the catheter before stopping at the dark buildup of powder at the distal end. It is likely the catheter occlusion has partially cleared before becoming occluded once more when powder was sprayed through the already narrowed inner diameter of the partially occluded distal end. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the product said to be involved confirmed the report. The returned catheter was found to contain a build up of powder resulting in occlusion during evaluation. A definitive cause for the catheter clogging could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment.